Event description:
Pt examined during routine follow-up 3 months post-op, x-rays revealed the inferior screws (c5) was backed out of the plate. The screw was completely free of the plate. The pt was asymptomatic at the time; however, the surgeon opted to remove the implants. The cam-loc appeared to be in the locked position upon visual inspection after explant surgery. Fusion was achieved. The pt is a dwarf, with very poor bone & joint quality.

Manufacturer narrative:
Plate and screws were returned. Dimensional inspection found that the devices were made to specification. Visual examination of the plate and screw heads shows material displacement that indicates that the screws were tightened down. A definitive root cause cannot be determined at this time. Pt is reported to have very poor bone quality. This may have impacted the ability of the screw to hold.